Event description:
Customer states that the clinitek status reported a patient's urine sample as negative for hcg. However, visual examination of the sample cassette appeared positive. An ultrasound was performed on the patient and revealed the existence of a fetus.

Manufacturer narrative:
Twenty additional urine samples were tested by the hospital on the instrument. All results correlated. The manufacturer was unable to duplicate the failure.